Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button responses due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests due to the keypad anomaly. Cracks to the reservoir tube lip, display window and case noted during visual inspection. The device passed the selftest and no frozen display was observed.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 519 mg/dl. Customer stated that her insulin pump was not working correctly, it was freezing up and the buttons were not responding. Nothing further was reported.